Event description:
Reporter indicated that the pt experienced pain in their neck, that was described as a burning, stabbing sensation that ran along the lead. This sensation preceeded a grand mal seizure. It was also reported that the pt's family member attempted to stop the seizure with the magnet. During the seizure the pt was reported to have been clutching at their neck. At the end of the seizure activity, pt was reportedly still clutching at their neck and asking family member to "cut the vns out". Reporter also indicated that this incident happened twice along with an increase in coughing, sore throat, and coughing up blood. Further follow-up revealed that the pt has not experienced any further pain in their neck since the reported incident. It was reported that the pt was seen by their neurologist and that device diagnostic testing was performed. The neurologist determined that the device was functioning properly and plans to see the pt again in 2002. Attempts to obtain additional info have been unsuccessful to date.